Manufacturer narrative:
Philps has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the screens remained black due to an issue with the flexvision pc. The flexvision pc was replaced and returned for analysis, after which the system was returned to use in good working order and ready for clinical use. Review of the system log files identified issue with the frame grabber card of the flexvision pc. The frame grabber captures the video from the system and may not perform as intended due to manufacturing issues, causing a loss of system functionality. Philips has initiated a medical device correction (z-1144-2024). The correction has been implemented on this system. The flexvision pc was returned for failure analysis. Functional testing was performed, and no failures were identified. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flex vision pc was failed. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.